Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported that: "the conical extraction rod snapped at the proximal end of the tibial nail while trying to extract the nail."